Event description:
The pacemaker was implanted on (B)(6) 2019 in a pacing-dependent patient. Reportedly, during a follow-up performed on (B)(6) 2021, the estimated residual longevity displayed on the programmer screen was less than 3 months. Microport crm representative visited the hospital to interrogate the pacemaker on (B)(6) 2021. The estimated residual longevity was less than 3 months. The lead impedance was stable and no anomaly was observed on the threshold. Atrial bursts were reportedly observed several times. It was decided to schedule a pacemaker replacement for (B)(6) 2021.

Manufacturer narrative:
D3 and g1 updated.

Manufacturer narrative:
The pacemaker was explanted on (B)(6) 2021.

Event description:
The pacemaker was implanted on (B)(6) 2019 in a pacing-dependent patient. Reportedly, during a follow-up performed on 18 february 2021, the estimated residual longevity displayed on the programmer screen was less than 3 months. Microport crm representative visited the hospital to interrogate the pacemaker on (B)(6) 2021. The estimated residual longevity was less than 3 months. The lead impedance was stable and no anomaly was observed on the threshold. Atrial bursts were reportedly observed several times. It was decided to schedule a pacemaker replacement for (B)(6) 2021. Based on preliminary analysis, premature battery depletion is suspected. Recommendations to schedule pacemaker replacement were sent on 23 february 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2019 in a pacing-dependent patient. Reportedly, during a follow-up performed on (B)(6) 2021, the estimated residual longevity displayed on the programmer screen was less than 3 months. Microport crm representative visited the hospital to interrogate the pacemaker on (B)(6) 2021. The estimated residual longevity was less than 3 months. The lead impedance was stable and no anomaly was observed on the threshold. Atrial bursts were reportedly observed several times. It was decided to schedule a pacemaker replacement for (B)(6) 2021. Based on preliminary analysis, premature battery depletion is suspected. Recommendations to schedule pacemaker replacement were sent on (B)(6) 2021.